Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 348 mg/dl, 199 mg/dl, 164 mg/dl, and 200 mg/dl within 3 minutes on the aviva expert system. No adverse event reported. The alleged product was replaced and requested for evaluation.